Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8149859, medical device expiration date: 2023-05-31, device manufacture date: 2018-05-29. Medical device lot #: 7164646, medical device expiration date: 2022-06-30, device manufacture date: 2017-06-13. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd micro fine plus¿ pen injector needle there was an issue with 32 clogged needles for batch 8149859 and 1 clogged needle for batch 7164646.

Manufacturer narrative:
Investigation summary: twenty nine sealed and one opened 31g x 5mm pen needle samples were returned from lot. No. 8149859, cat. No. 320129 and two opened 31g x 5mm pen needle samples were returned from lot. No. 7164646, cat. No. 320129 along with five photos. A clog test was carried out on the opened sample and all 29 sealed samples from lot. No. 8149859 and the two opened samples from lot. No. 7164646 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion: no issues were observed with the returned samples or photos therefore no root cause can be identified.

Event description:
It was reported with the use of the bd micro fine plus¿ pen injector needle there was an issue with 32 clogged needles for batch 8149859 and 1 clogged needle for batch 7164646.